Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the physician saw the patient in office. Normal capture thresholds and no noise were noted. However, the non-boston scientific right ventricular (rv) lead exhibited intermittent high out-of-range pacing impedances, measuring greater than 2000 ohms. The patient is not pacing dependent. Technical services stated that this appears to be a spring contact issue and could consider remote monitoring this patient. The physician believes that this patient is not a good candidate for remote monitoring so they will be following them in the clinic. Additional information was received confirming that the physician will continue to monitor the patient. This device remains in service. No adverse patient effects were reported.